Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney report: on (B)(6) 2008, patient was implanted with ams mid-urethral sling kit and marlex mesh. Patient sustained serious bodily injuries, extreme pain, infection of her internal bodily tissue, and permanent injuries.